Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("had persistent bleeding less than her period with the emission of clots/dark bleeding") in a 49 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of photophobia, nausea, uterine cervical pain, polymenorrhea, polyarthralgia, dyslipidemia, tonsillectomy, anemic (anxiodepressive syndrome. Anemic syndrome in relation to metrorrhagia), anxiodepressive syndrome and body mass index normal. As concurrent condition the report mentioned migraine since 2017. Concomitant products included propanolol [propranolol], tramadol, summit (ibuprofen;methocarbamol), lorazepam, tryptizole (amitriptyline hydrochloride) and escitalopram. On (B)(6) 2006, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), palpitations ("sudden episodes of palpitations"), intermenstrual bleeding ("metrorrhagia"), dizziness ("dizziness"), sinus tachycardia ("tachycardia"), abdominal discomfort ("discomfort in the hypogastrium"), vaginal haemorrhage ("spotting"), intervertebral disc protrusion ("extruded lumbar sacral disc herniaation"), headache ("headaches"), anaemia ("anemia"), anxiety ("anxiety"), tachycardia ("tachycardia"), hypercholesterolaemia ("hypercholesterolemia") and depression ("depression"). The patient was treated with surgery (hysterectomy + salpingectomy was performed by laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, anaemia, anxiety, depression, dizziness, genital haemorrhage, headache, hypercholesterolaemia, intermenstrual bleeding, intervertebral disc protrusion, palpitations, sinus tachycardia, tachycardia and vaginal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.304 kg/sqm. [Abdominal x-ray] on (B)(6) 2006: prosthesis control of intratubal devices within normality. [Chest x-ray] on (B)(6) 2020: within normality, no parenchymal. Condensations or pleural effusions are observed. [Echocardiogram] on (B)(6) 2020: non-dilated lv with normal wall thickness and preserved global and segmental systolic function. No mitral or aortic valve disease. Rest of valves without significant alterations. [Electrocardiogram ambulatory] on (B)(6) 2010: base sinus rhythm at 81 bpm. No pauses longer than 2500 ms. Used marking on one occasion, registering rs at 106 bpm. Normal variability. [Haemoglobin] on (B)(6) 2019: 13. [Pathology test] (date unknown): uterus with chronic cervicitis, proliferative endometrium and two intramural leiomyomas. Tubes without alterations. [Ultrasound scan] (date unknown): confirmed the insertion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("had persistent bleeding less than her period with the emission of clots/ dark bleeding") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of photophobia, nausea, uterine cervical pain, polymenorrhea, polyarthralgia, dyslipidemia, tonsillectomy, anemic (anxiodepressive syndrome. Anemic syndrome in relation to metrorrhagia), anxiodepressive syndrome and body mass index normal. As concurrent condition the report mentioned migraine since 2017. Concomitant products included propanolol [propranolol], tramadol, summit (ibuprofen;methocarbamol), lorazepam, tryptizole (amitriptyline hydrochloride) and escitalopram. On (B)(6) 2006, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), palpitations ("sudden episodes of palpitations"), intermenstrual bleeding ("metrorrhagia"), dizziness ("dizziness"), sinus tachycardia ("tachycardia"), abdominal discomfort ("discomfort in the hypogastrium"), vaginal haemorrhage ("spotting"), intervertebral disc protrusion ("extruded lumbar sacral disc herniaation"), headache ("headaches"), anaemia ("anemia"), anxiety ("anxiety"), tachycardia ("tachycardia"), hypercholesterolaemia ("hypercholesterolemia") and depression ("depression"). The patient was treated with surgery (hysterectomy + salpingectomy was performed by laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, anaemia, anxiety, depression, dizziness, genital haemorrhage, headache, hypercholesterolaemia, intermenstrual bleeding, intervertebral disc protrusion, palpitations, sinus tachycardia, tachycardia and vaginal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.304 kg/sqm. [Abdominal x-ray] on (B)(6) 2006: prosthesis control of intratubal devices within normality [chest x-ray] on (B)(6) 2020: within normality, no parenchymal condensations or pleural effusions are observed [echocardiogram] on (B)(6) 2020: non-dilated lv with normal wall thickness and preserved global and segmental systolic function. No mitral or aortic valve disease. Rest of valves without significant alterations. [Electrocardiogram ambulatory] on (B)(6) 2010: base sinus rhythm at 81 bpm. No pauses longer than 2500 ms. Used marking on one occasion, registering rs at 106 bpm. Normal variability [haemoglobin] on (B)(6) 2019: 13 [pathology test] (date unknown): uterus with chronic cervicitis, proliferative endometrium and two intramural leiomyomas. Tubes without alterations. [Ultrasound scan] (date unknown): confirmed the insertion based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.